Manufacturer narrative:
Evaluation summary: six opened knives were received in pouches without foam blade protectors for the report of bent and blunt knives. The returned samples were visually inspected. Two samples were found non-conforming with a damaged cutting edge and four samples were found non-conforming with damaged tips and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A photo is attached to the parent complaint and has been reviewed by the investigation site. No product defect can be seen in the photos. The product name seen in the photos matches the reported product of this complaint. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
The sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that knives were bent and blunt when removing them from the packaging. Approximately 20 knives were impacted. There was no contact with patients. Surgeries were completed with other knives. The event occurred during 2/3 weeks prior to reporting. Additional information has been requested and received.